Event description:
Received a phone call from the user facility, the caller reports that during an arthroscopic meniscal repair the insertion needle fell off of the inserter into the pt's joint space. The surgeon changed into a mini open to retrieve the device component from the pt's body. The case was concluded successfully without further incident or harm to the pt.

Manufacturer narrative:
Nothing has yet been received for evaluation. Upon receipt of the complaint device, it will be subjected to a root cause failure analysis. The results of the evaluation will be the subject of the follow-report.